Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion(tlif) at l4-5. Post-operatively, the cage was deviated. About two thirds of the cage came off towards the anterior side of the vertebral body. Revision surgery was performed as there was a possibility that the cage could fall towards the ventral side. The cage was removed from the posterior side because it was not in contact with the upper end plate. The surgeon removed the cage after inserting an inserter shaft. After cage removal, grafted bone was added. There was a delay of more than 60 minutes in overall procedure time as a result of this event. No patient complications were reported due to this event.